Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on (B)(6) 2024. No further information available.